Event description:
The customer reported the system displayed a kv on in error message. This would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors and replaced the batteries. The system operates as intended.